Event description:
It was observed that during the device evaluation, the subject device exhibited image turned green and pink, light guide bundle was broken and there was failure in the r-unit. There was no patient involvement.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation, it is likely that the reported malfunctions were due to component failures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.